Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call and wanted to check insulin pump as was experiencing high blood glucose of 398 mg/dl. Blood glucose at time of call was 511 mg/dl. Troubleshooting found that the customer's drive support cap, programming, basal rates and bolus history are all normal. Customer declined to check for site issues but wanted to perform high pressure test and pump passed. Customer was advised to monitor pump and follow up with doctor. Troubleshooting indicated that the device was performing as designed.